Event description:
Green plastic on anchor came off but instrument still worked, all pieces recovered.

Manufacturer narrative:
The device failures in this complaint have been identified and confirmed. No investigation is necessary as this failure mode has been previously identified. The arm cover is broken off and the broken pieces were returned. Corrective actions have been previously implemented by the supplier to prevent recurrence of this failure mode. This device was manufactured in 2014; prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.